Event description:
The perclose a-t (closer ak) device was used to train customers. Upon demonstration by the clinical specialist trainer, it was reported the "foot of the device broke after needle deployment." The device was not used on a patient.